Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause for the monitor giving the "overvoltage set" fault flag was a defective u1, c1 and l1. U1, c1 and l1 are located on the defibrillator board pca. C1 is a switch mode power supply. L1 is a power inductor. U1 is a switching regulator. All are used to regulate voltages seen on the defibrillator pca. The root cause of the defective components is unk, but is likely random component failure. The monitor was repaired, retested and restocked. This is a rare occurrence. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
A recent download from a female pt revealed 2 "overvoltage set" faults. Lifecor customer support contacted the pt and replaced her monitor.